Event description:
Reporter indicated that the field clinical engineer and the physician were programming several items, and the last step was programming the mode to vvi. When this was done, engineer then tried an itp (inquire, telemetry and print). Programmer reverted back to the original screen, so the device had to be re-inquired. Another itp was attempted with the same results.